Manufacturer narrative:
Patient information was requested and was not provided

Event description:
The customer reported the backup battery is depleted.the customer reported there was patient involvement with no harm to the patient.